Manufacturer narrative:
Heartflow was able to confirm with the ordering physician that the reassessment of the analysis would not have affected their diagnosis and treatment decision, and did not result in an adverse event for this patient.

Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative and informed the ordering physician. (B)(4) . The investigation identified a potential false negative in the lcx system. This was due to analyst error; when corrected the reassessment of the analysis showed a decrease in the distal ffrct value from 0.90 to 0.71. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient. No additional follow-up to this MDR is expected.

Event description:
Heartflow identified a potential false negative result.